Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens was bent. It was not implanted. There was no reported patient harm. Additional information was requested.

Manufacturer narrative:
A sample product was not returned for analysis. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).